Manufacturer narrative:
Medwatch sent to the FDA on 31/aug/2018. A review of the device labeling notes the following: precautions and warnings: the physiological response of the patient to the presence of the orbera® system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Deflated devices should be removed promptly. Complications: possible complications of the use of the orbera® system include: -gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon. -continuing nausea and vomiting. This could result from direct irritation of the lining of the stomach or as a result of the balloon blocking the outlet of the stomach. It is even theoretically possible that the balloon could prevent vomiting (not nausea or retching) by blocking the inlet to the stomach from the esophagus. -abdominal or back pain, either steady or cyclic. -bacterial growth in the fluid which fills the balloon. Rapid release of this fluid into the intestine could cause infection, fever, cramps and diarrhea. -balloon deflation and subsequent removal.

Event description:
Reported as: a patient with the orbera intragastric balloon had felt the balloon burst. After that, the patient had an episode of bluish urine. An endoscopy was performed that confirmed ruptured balloon. Additional information provided by the physician noted "in the forty-eight hours preceding the rupture, the patient had an episode of vomiting, epigastric pain and abdominal distention, a condition compatible with hyperinfation of the ballon. There was no time for radiological confirmation." Although the physician was unable to confirm the inflation, it is apollo's approach to compliance to resolve all doubt in favor of reporting. Additionally upon the removal of the device it was noted the balloon presented with "important fungal colonization." The physician implanted another balloon a couple days later.

Manufacturer narrative:
Supplement #1 - medwatch sent to the FDA on 05/oct/2018. Device evaluation summary: the device was returned to apollo, and a visual inspection was performed. The balloon shell was noted to be discolored, as it was green in appearance. Black particulate matter was noted to be covering approximately 80% of the outer surface of the balloon shell. The center patch was noted to be discolored, as it was black and yellow in appearance. A valve test was performed, and when di water was injected into the balloon valve, the flow of fluid was continuous and unobstructed. An air leak test was not feasible, as the device had a large tear covering approximately 60% of the balloon shell and was noted to be traveling perpendicularly to the radius of the shell. Under microscopic analysis, the apparent origination point of the large tear was noted to have striated edges, consistent with damage from a surgical tool. Material degradation was noted to be covering approximately 85% of the shell. Black particulate matter was noted on the inner surface of the valve channel.